Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 22.2 months. On 10/05/2009 (through follow-up with the health-care provider), it was stated by the surgeon that the device was explanted, due to endocarditis and perivalvular leak.

Event description:
Pt in nursing home using gel-t cushion manufactured by (B)(4)-america medical system, inc. Pt developed pressure ulcer. It was determined that the gel-t bladder was oriented in the cushion incorrectly, allowing the pt to sit on the valve. Valve is designed to orient to the front of the cushion (between pt legs) and with valve oriented downward. This cushion was found to have the valve oriented to the back of the cushion and upward, allowing the pt's buttocks to sit on the valve. The bladder containing the gel is sandwiched between two layers of polyurethane foam. Incident reported by (B)(6) preferred medical to (B)(4)-america medical systems, inc. Incident occurred at (B)(6).